Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to difficulty in crossing the tricuspid valve for 20 to 30 minutes with stylet changes and difficulty in placing the tines in the trabecula of the patient heart. In addition, this rv lead could not be advanced nor retracted comfortably and was able to remove with an extra traction. This rv lead was replaced with a different model, not implanted and will be returned for analysis. No adverse patient effects were reported.